Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleged that sometimes the bronchial cuffs on the rusch endobronchial tube fails to achieve and air seal because they are small and tend to inflate eccentrically. No report of pt injury or clinical consequence.